Manufacturer narrative:
As lot #17010835l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and char was found on the tip dome. This condition was not reported by the customer. Then per the reported event, a deflection test was performed and catheter passed. Due to the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The customer complaint cannot be confirmed. The root cause of the char remains unknown.

Event description:
It was reported that a patient, underwent a left atrial flutter procedure with a thermocool® sf nav bi-directional catheter and a deflection issue occurred. There was no patient consequence. This event was originally considered non-reportable, however, product returned on september 12th 2014 and have reassessed the event as reportable. Failure analysis laboratory received the device for evaluation and found char on the distal end tip electrode which measured about 2 mm. This finding is reportable because this could potentially contribute to a serious injury.